Event description:
It was reported that a patient received a system error 2240 (air in line/set) during use of the homechoice machine. According to the report, the patient stated that this occurred during the initial drain. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, it was noted that the patient connected to the device after therapy had been initiated, which is a known use error. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected to the device after therapy was initiated. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.